Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, other vaginal prolapse, emotional distress, and a product problem. It was further reported that the plaintiff died. The cause of death was not reported.